Manufacturer narrative:
Repair was performed by third party service and involved replacing the motor controller (mc) printed circuit board assembly (pcba) and power management (pm) pcba. Parts will not be returned for evaluation.

Event description:
The customer reported that the unit was intermittently giving error "over voltage protection (ovp) circuit failed". The device was not in use on a patient. No patient or user harm was reported. The customer confirmed the issue after a short time of running the unit in ventilation mode. The remote service engineer (rse) per the service manual, recommended motor controller printed circuit board assembly (mc pcba) and power management printed circuit board assembly (pm pcba). Also, the rse advised replacement of the battery due to its age.